Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine follow-up visit, upon interrogation the physician observed the device failed to deliver patient¿s alert notifier once. The event could not be reproduced. The patient will be monitored normally. No adverse patient consequences were reported.